Event description:
It was reported that the device was used during an unk procedure, the device was broken. It was impossible to remove the device as the jaw would not close. It was necessary to remove the device and the trocar at the same time. Used another device and trocar to complete the case. There were no adverse consequences to the pt.